Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to x-ray prior to the malfunction alarm occurring. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 131 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 with control-iq user guide: "do not expose your pump, transmitter, or sensor to: x-ray computed tomography (CT) scan magnetic resonance imaging (MRI) positron emission tomography (pet) scan other exposure to radiation". Device not returned.